Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. Customer stated that her battery died, after replacing batteries got a failed battery test. Customer was advised to clean the battery cap with cotton swab and isopropyl alcohol. Customer stated that after removing battery, pump started working again. The customer declined and requested a new insulin pump.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected low battery or off no power alarms noted. No black circle or display anomaly noted. No failed battery test alarm noted. All operating currents are within specification. The insulin pump was programed with the test minilink and glucose sensor simulator. The insulin pump communicated properly with a glucose sensor simulator. The sensor features are working properly. The insulin pump displayed graph properly. No blank graph screen noted. No unexpected clear alarm noted. The insulin pump was returned without the belt clip; unable to confirm the damage. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.